Event description:
It was reported that erosion was observed. Low lead impedance was also noted. It was noted on the programmer printouts that there was possible output circuit damage and a possible high voltage lead issue. System was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event was confirmed in the laboratory. An arc was observed inside the header. Analysis found that the output circuitry was damaged. The device was tested on the bench and using automated test equipment; all low voltage device functions were normal.